Event description:
The MFR rec'd a call from a rep in 01/2003. The rep reported the following problem: vent shut down while on a pt - occurred during transport from hospital to home. Tech was able to restart vent while on bench, unit now makes a spinning noise. Family member stated the vent turned off in transport to their home after a doctor's appointment and would not turn back on. It was noted to have a racing sound with each breath. Pt was bagged to home. Power source at the time of event - internal and external battery; on power source at 1 hour. Accessories: humidifier, hme. Rt plugged the vent into dc power at their office and it turned on, however, the racing noise remains. Per rt the unit starting humming, alarmed, delivered 1/2 a breath, then no breath, then hw fault alarm.